Event description:
Reportedly, an error message stating "disk error - press any key to restart" was displayed after the programmer software was upgraded to (B)(4) version. An explanation is requested.

Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.